Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
This event occured in (B)(6). The customer reported that the device failed in the patient when the tube was detached from the mouth piece of the tracheostomy during use. No patient or clinical injury was reported.

Manufacturer narrative:
(B)(4). No product return.